Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 70 units for the past 24 hours. The contact was unsure how much insulin the cartridge had been filled with. The contact was unable to provide an exact bg value but reported that the customer's bg level was in the low 100's (mg/dl) and was not impacted. The contact confirmed that the cartridge would be changed and declined further follow up call, stating that the contact would call back should further assistance is needed.